Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm and reproduce the reported problem by opening and closing the cup drawer. During troubleshooting fse identified the reagent cup drawer sensor s011 alignment was off due to the screws that hold the sensor in place being loose. Fse realigned the reagent cup sensor s011 and tightened the screws. Fse validated the analyzer by performing a daily check and quality control (qc) with results within range and no errors. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The most probable cause of the reported event was due to misalignment of the reagent cup drawer sensor s011.

Event description:
A customer reported the aia-2000 analyzer is failing to scan test cups. The customer rebooted the analyzer, completed a version up, but the issue recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.